Manufacturer narrative:
This report is submitted on may 01, 2020.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and subsequently was treated with antibiotics (date and duration not reported).there are no plan to remove the abutment as of the date of this report.